Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. In (B)(6) 2008 ams miniarc is referenced, but no clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic prolapse and urine incontinence. It was reported that the patient underwent exploratory laparotomy and right ureteral reimplantation with bladder hitch on (B)(6) 2012 due to hydronephrosis secondary to ureteral obstruction. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016. (B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bowel problems, organ perforation, fistula, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring.